Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased pacing impedance and increased capture threshold was observed on the right ventricular (rv) lead. A revision procedure is anticipated but not yet scheduled to resolve the issue. The patient was in stable condition.

Event description:
Additional information received indicated the issue was resolved by capping and replacing the right ventricular (rv) lead. The patient was in stable condition.